Manufacturer narrative:
Results: warped/broken front and rear caps.

Event description:
It was reported that the unit was found to have melted in the area around cassette slot. No patient involvement or adverse consequences were reported.